Manufacturer narrative:
The pump was received with the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at the battery tube side, and fading serial number label. Cosmetic damage was confirmed at the back of the pump area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and reported a cosmetic damage. The event involved product mmt-1884l. Troubleshooting was performed and found a crack in the back of the pump on the battery compartment, all the way down and in front of the pump. It was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode/smartguard feature was active at the time of the high blood glucose event. There was no damage to the retainer ring. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and the customer response was the device will be returned.